Event description:
It was reported that during the procedure the physician noted poor sensing values. It was also reported that the fixation mechanism might not be functioning properly. The physician decided not to use the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.